Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 4/27/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. Additional information: d1, d9, h3, h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. One empty foil with a paper lid and one suture around them and some suture pieces outside them were returned for analysis. Product code vp2534. During the visual inspection of the returned sample, the suture pieces showed signs of degradation that likely contributed to the breakage. The time of exposure of the suture to the environment could not be determined. The foil was not returned for evaluation to determine the assignable cause. Per the condition of the returned sample, the functional test could not be performed. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may have caused the reported incident. As part of the ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
Product complaint # ==(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: no, there was no patient adverse event reported. Information provided by dr. (B)(6), consultant spine surgeon, (B)(6) hospital. Device collected and shipped. Additional h11: if other, describe --> mis tlif, was surgery delayed due to the reported event? --> unknown, was procedure successfully completed? --> unknown, were fragments generated? --> unknown, if yes, were they removed easily without additional intervention? --> unknown, patient status/ outcome / consequences --> , was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: --> unknown, is the patient part of a clinical study --> unknown, (B)(4). Device property of -->none, device in possession of -->none.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2026 and suture was used. During the procedure, the suture is breaking while the doctor is taking the knot. No adverse patient consequences were reported. Additional information was requested.